Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115599. Medical device expiration date: na. Device manufacture date: 2020-11-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut of syringe was attached to the smartsite to observe if there is a fluid path while the piston is in the activated position. Sample showed a fluid path while the piston was in the activated position. The sample was attached to a 10 ml bd syringe filled with blue dye water. Sample was successfully flushed with water. The customer complaint that fluid cannot be pushed through the smartsite valve. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 20115599 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 ll vlv adpt(stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 2000e batch no.: 20115599, unknown. We are seeing issues with the smartsite valve (2000e), they cannot push fluid through it.